Event description:
It was reported that the customer went to the hospital with a blood glucose (bg) level of 600 mg/dl on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved, though their healthcare provider identified "protein in urine".